Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (B)(6).

Event description:
Health care professional reported left side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: weight to the spec, crease flat. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process."

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. The device was explanted.

Event description:
Health care professional reported left side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (B)(6).

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
The device was explanted.

Event description:
Health care professional reported, left side capsular contracture, baker grade IV. The device remains implanted.